Manufacturer narrative:
(B)(4). : the device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient's wife reported that the patient has been dealing with a stoma site infection since about one week after the procedure to place the percutaneous endoscopic gastrostomy (peg) tube. The patient was placed on keflex for 10 days without resolution, and the patient was then started on augmentin.